Manufacturer narrative:
The company rep examined the sys and no problems were found. The u/s controller printed circuit board (pcb) was replaced as a diagnostic measure. The system was then tested and met all product specifications. A review of the sys event log did not reveal any sys message or unusual event captured on the day of the reported event. No samples were returned for eval. A review of complaints for the last 24 months did indicate 10 similar report(s) for sys. The company rep has performed site visits working with the customer to perform more in depth investigation into the cause of the corneal burns by looking both at the sys and surgeon technique as potential contributing factors. The company rep has confirmed that the sys settings, phaco tips, and both machines at the site meet specification and are functioning "without fault". The company rep has also been working closely with the site, focusing on the surgical technique support, to further identify and reduce instances of corneal burn. At this time, the company rep reports that many of the corneal burn occurrences seem to correspond to a specified surgeon. The company rep is currently working with that surgeon focusing on surgical technique. The root cause of the reported corneal burn cannot be conclusively determined; however, based on the site investigation performed by the company rep, sys malfunctioned is not suspected. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania pt safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4).

Event description:
A customer reported a corneal burn during a cataract extraction procedure. Additional info has been requested.